Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
It was reported that the patient noticed that the skin just to the left and right of the stoma appeared red and rippled. One week later she noticed bleeding from under the appliance. When the appliance was removed there were 2 skin tears one left and one right of the stoma; each shallow with no skin and about 1 x 0.5 in. Was taken to the ER. There was told to use sh powder to the area and was sent home. Product use and skin care instructions provided.